Manufacturer narrative:
Result of investigation: vyaire medical was not able to duplicate the reported issue. All testing performed with good known test ac adapter and patient circuit connected. Unit passed 192 hours extended tests at the customer settings with no unusual alarms or conditions. Ventilator passed troubleshooting final test which includes many alarm and ventilation function. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. The unit is placed on extended tests with the customer's settings. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that the lap top ventilator 1200 went vent inop (ventilator inoperable) during set up. The customer confirmed that there is no patient involvement associated with this reported event.